Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the dwell. There was an open clamp on an unused line. The technical service representative (tsr) reviewed proper setup procedures with the care giver (cg) and instructed them to setup with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.